Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 23mm pericardial aortic valve exhibited moderate aortic stenosis after an implant duration of four years, one month. The patient developed severe stenosis, mild regurgitation and leaflet calcification after an implant duration of five years, one month. Patient was scheduled for a tavr procedure after five years, three months. The patient received a transcatheter valve after five years, four months. The patient was reported to be stable in great condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a clinical trial patient with a 23mm pericardial aortic valve exhibited moderate aortic stenosis after an implant duration of four years, one month. The patient developed severe stenosis, mild regurgitation and leaflet calcification after an implant duration of five years, one month. Patient was scheduled for a tavr procedure after five years, three months. The patient received a 23mm valve after five years, four months. The patient tolerated the procedure well without complication and was transferred to the ICU in stable condition.